Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation. The pulse generator exhibited backup vvi operation. The patient had been lost to follow-up since 2010. The device would be scheduled for replacement due to reaching elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.